Manufacturer narrative:
The harmonic insert involved in this complaint has been received and tested by failure analysis. The instrument was found to have a broken blade. The blade broke roughly 0.1490 inches from the base. The broken piece was not returned. The size of missing piece is approximately was 0.3505 by 0.0655 inches. The components adjacent to the broken blade did not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to use conditions. Damaged blade is triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace head was broken. The user completed the procedure using a backup harmonic ace and noted that no fragments entered the patient's anatomy. The procedure was completed with no reported injury.